Event description:
It was reported that the fluid was unable to pass easily through a y-type tur irrigation set. It is unknown at what process step this occurred. Patient involvement is unknown. Additional information was requested and is not available. Report 11 of 20.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.